Event description:
A healthcare facility in brazil reported via a fisher and paykel healthcare (f&p) field representative, that a rt330 optiflow junior tubing kit was found leaking after a few hours of operation. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt330 optiflow junior tubing kit was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the healthcare facility reported that a rt330 optiflow junior tubing kit was found leaking after a few hours of operation. Conclusion: the complaint device was requested for investigation, however it was not provided for analysis. Without the return of the complaint device, we are unable to determine the cause of the reported event. All rt330 optiflow junior tubing kits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt330 optiflow junior tubing kit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in brazil reported via a fisher and paykel healthcare (f&p) field representative, that a rt330 optiflow junior tubing kit was found leaking after a few hours of operation. There was no reported patient consequence.